Event description:
It was reported that the patient had a short low flow alarm over night but the system controller did not alarm properly. The patient's controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low flow status without an alarm was confirmed, the system controller was operating as intended. A review of the downloaded log file spanned approximately 6 days ((B)(6) 2021, per time stamps). Low flow has to be estimated at less than 2.5 lpm to post a low flow status to the log file, and has to remain active for a minimum of 10 seconds to alarm. Throughout the log file, there were numerous low flow events, the duration of the low flow events was not long enough to activate an actual audio/visual alarm. The system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The low flow events did not affect the controller's ability to operate the pump at the set speed. No notable alarms were active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. No atypical alarms or events were produced during testing. The controller was able to support the pump function for an extended period of time. No device related issues were identified during testing and the controller was found to function as intended. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all alarms and understand when the activate. Heartmate ii instructions for use (IFU section ¿system monitor¿ (subsection ¿admin screen¿), explains how to set the date and time on the system controller clock via the system monitor. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.